Event description:
It was reported by the customer's mother that the customer changed the infusion set this morning and went to school. Customer had a blood glucose level of 531 mg/dl and changed the set again and got a no delivery alarm. Alarm was resolved with a third set change. Customer's blood glucose level is 121 mg/dl. Customer does not want to return the set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.